Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33247. Related manufacturer reference number: 1627487-2020-33250. It was reported that patient experienced infection at the lead and ipg site. Patient was treated with antibiotics to no avail. As a result, surgical intervention was undertaken wherein the entire system was explanted.